Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review found subsidence and loosening of tibial plateau. Tibial cement was removed with no bone loss. No complications noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02005. Concomitant medical product: femur cemented cruciate retaining (cr) narrow left size 10, item # 42502006801, lot # 62591788. Articular surface fixed bearing ultracongruent (uc) left 10 mm height, item # 42511200510, lot # 63240101. Palacos r+g 2 x 40, item # 66017747, lot # 85104550. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight and a half months post implantation due to subsidence of tibial plateau component and loosening. There is no additional information at this time.